Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from oekg, omsc concluded that the reported phenomena were attributed to the failure of the cable unit due to the user handling. Olympus stated the appropriate handling of otv-s7proh-hd-12e and the counter measures against abnormalities in the instruction manual of otv-s7proh-hd-12e.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to oekg. Oekg checked the subject device and found the reported phenomena. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus europa se & co. Kg (oekg), it was found that followings. The proper endoscopic image of the subject device was not displayed when connecting the subject device to the video processor due to the failure of the camera cable. There were only noise and vertical lines from top to bottom of the screen. The error e311 which indicated the white balance had not been set was displayed the occurrence date of the event is unknown. There was no report of patient injury associated with the event.